Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status 'ok'. The device was implanted for 3 months. The inspection of the pacemaker's memory revealed that the pacemaker was operating in the safe program. However, no anomalies were observed. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the device is fully functional. With regard to the issues mentioned in the complaint description the analysis did not show any abnormality. In particular the pacemaker could be straightforwardly interrogated upon receipt. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 3 months, it was reported that the pacemaker could not be interrogated during a routine follow up. The device was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.